Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the (B)(4) device was received with the jaw and cam ramps disengaged. It is possible that if the device was inserted into a trocar, this condition would not allow the jaws to collapse in order to be removed from the trocar. However the device was received with no trocar present. In an attempt to replicate the reported incident, the device was tested for functionality, however the clips were ejected due to the condition of the device. The device locked out, but the orange indicator over traveled. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not fire on the initial firing. They completed the procedure with a new like device. There was no patient consequence reported.